Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reconnected to the pump after being off due to a lack of dexcom g6 continuous glucose monitoring (cgm) sensors. Blood glucose (bg) by fingerstick was 529 mg/dl. The user had withheld outside insulin in preparation for reconnection. After troubleshooting sensor setup and re-entering the sensor code and transmitter serial number, the cgm began displaying readings. The agent advised performing additional fingerstick checks for bg above 400 mg/dl and conducting a ketone test. The highest blood glucose (bg) recorded was 529 mg/dl. Bg was not corrected by reconnecting to the cgm. The user's reported symptoms during the event included tiredness, feeling unwell, sickness, and headache. No outside assistance or medical intervention was required at the time of call.